Event description:
No additional information was received.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation/correction following the submission of initial MDR, it was noted that death was checked as "unknown", this has been correction to "no" in section b. Device evaluation: three photos were provided to our quality team for investigation. Two photos show one loose syringe filled with an unknown clear fluid with brownish discoloration on the barrel. The discoloration appears to be embedded within the plastic. One photo shows a close-up image of the foreign matter under magnification. The condition observed is non-conforming per product specification. Potential root cause for the embedded foreign matter is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3303142. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that bd syringe 10ml ll had foreign matter. On 19 june 2024 it was reported to baxter toongabbie pharmacy that 01 unit of (compounded metaramniol syringe) syringe 10ml ll(bd) + red combi cap(braun) (multigate) (product code: 300912mgbcc, lot : 060296324) was alleged was detected at labelling as having a mark on barrel flange. Further inspection by pharmacy qa specialist on 20 june 2024 revealed further marks on the syringe barrel. It is unclear if the marks on the barrel are embedded in the plastic, or inside the fluid path. Preliminary sample analysis by qa specialist revealed that the marks do not appear to be microbial contamination, however this analysis was inconclusive. Product was compounded on the automatic syringe filler. Syringe used was pre-assembled bd-plastipak 10ml syringe and braun square red cap (300912mgbcc) multigate batch: 300912mgbcc bd.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.